Event description:
It was reported from the customer that the ICU had a patient who needed to be cooled then reheated. A few days later it was noted that the patient had what appeared to be "burn" marks on their right posterior shoulder. No product was sequestered. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Event description:
It was reported from the customer that the ICU had a patient who needed to be cooled then reheated. A few days later it was noted that the patient had what appeared to be "burn" marks on their right posterior shoulder. No product was sequestered. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was confirmed to be a (B)(4), the lot number is unknown as the customer disposed of the blanket and was unable to identify the lot. A conference call with the customer provided that they were working on a post cardiac patient while they were using the stryker hypothermia machine to cool and then reheat the patient. It wasn't until a few days later when they noticed what they thought were burn marks on the patients right posterior shoulder. When asked about the details of this skin damage, the customer provided that they provided "normal skin care" which included putting some lotion on the skin area and then massaging the affected area. There was no open wound areas observed and the skin marks were described as "dark red marks" and not actual burn marks. The customer is going to receive additional training support from stryker as well as it was discussed that the cause of the event may have been from improperly performing skin checks on the patient to prevent pressure events like this one (as the evidence of the event suggests that it is not a burn and is most likely skin marks from pressure). The customer disposed of the device.